Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while piercing the mega needle driver (mnd) instrument into the tissue to perform a uterus suture, the wire in the instrument broke. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: instrument was inspected prior to use with no damage or anything out of ordinary. The reported instrument did not collide with tool or other instrument during procedure. The issue was not related to opening/closing; left/right (yaw) motion of grips or up/down (pitch) motion of wrist. There were cables protruding from distal end of the instrument. No fragment fell inside of the patient's anatomy. The instrument was returned for evaluation. Photographic images were provided for review.